Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument clipping was dull. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional. No product issue was found.